Event description:
It was reported that a patient experienced a myocardial infarction coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the myocardial infarction. On unreported date(s), during the hospitalization, the patient was treated with an angiogram and a cardiac stent to the blocked artery for the reported event. It was reported that the patient was not on the homechoice device at the time of the event. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The serial number of the device was unknown and the device was not returned; therefore, a device analysis could not be performed. If additional or relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date in 2014, the patient experienced a myocardial infarction. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.